Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a (left) 300cc mentor memorygel breast implant and a (right) 275cc mentor memorygel breast implant. Post-operatively, the patient suffered recurrent breast ptosis, implant malposition, and left breast capsular contracture that was baker grade iii at the time of the revision surgery on (B)(6) 2021. The patient underwent bilateral breast implant exchange and mastopexy revision. The replacement devices were: (left) 325cc mentor memorygel breast implant, catalog: 3503254bc, lot: 9623193, sn: (B)(4) and (right) 325cc mentor memorygel breast implant, catalog: 3503254bc, lot: 9623193, sn: (B)(4). This medwatch form is for the right breast prosthesis. Contralateral device was reported under mrn: 1645337-2021-06924.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.